Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to customer's cellulitis.

Event description:
A patient reported wearing a pod on the leg for longer than 48 hours. No impact to the patient's blood glucose was reported. After pod removal, a small red bump developed at the site, which progressed to a large, painful, hot-to-touch swelling, approximately the size of a baseball. The patient sought medical attention due to worsening symptoms including soreness, abscess formation and infection. Initial treatment included an antibiotic injection, oral antibiotics, and imaging (ultrasound). The patient was advised to monitor the site and seek emergency care if symptoms worsened. Symptoms continued to progress, leading to multiple visits, including two emergency room evaluations. Imaging (ultrasound and CT) revealed fluid collection at the site. Incision and drainage were not performed; the patient was treated with intravenous (IV) fluids and possibly IV antibiotics, followed by discharge with stronger oral antibiotics. The diagnosis was cellulitis. The patient is currently off the product and has not returned pod or injectable insulin therapy, expressing fear of skin puncture. The patient was advised to consult with a healthcare provider regarding continuation of pod or insulin therapy.